Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s husband reported via phone call that the customer experienced hyperglycemia. The customer¿s blood glucose level was 414 mg/dl, 422 mg/dl and treated with insulin. Customer¿s husband declined to troubleshooting for high blood sugar. The device will not be returned for analysis. Frn-unk-rsvr, unomed set, mmt-unk-xxx.